Manufacturer narrative:
Date of report: 03jun2019. Date rec'd by MFR: 02may2019. The customer troubleshot with technical support. During troubleshooting the ventilator failed the battery test in performance verification test (pvt). The customer was advised to replace the power supply. The customer replaced the power supply to address the reported issue and all tests passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was not operating on battery power. No patient involvement. Event date not specified; estimate used.